Manufacturer narrative:
A siemens field service engineer (fse) was sent to the customer site. The fse replaced reagent probe 1 and aligned the probe. No conclusion can be drawn.the instrument is performing within specifications.no further evaluation of the device is required.

Event description:
A false (B)(6) advia centaur troponin ultra result was obtained for a patient sample. Testing was repeated for the patient sample in duplicate. The results were (B)(6). The (B)(6) result was reported.patient treatment was not prescribed or altered. There was no report of adverse health consequences due to the false positive troponin ultra result.